Event description:
I use the synthetic hormon desmopressin a nasal spray. And ad this is still ongoing, I see an ear nose and throat doctor. There was a time this medication came to me with a wrapped seal around the base of the pump, but no more, it has absolutely no seal for protecting the product or the people who must use it. I have written of this before to you and manufacturers, but I was told that since it's not a narcotic it needs no safety seal. I see this as negligent and very much like added protection to the medication products I am to use that come to me traveled in another hands. As I know my getting sick is from what someone wants for me. Also, many of my complaints to the FDA, go without response especially that addressing smith and nephew over iodosorb gel that gave me a very bad reaction causing me to seek (B)(6) hospital in (B)(6) for over a year now, please check. 1992 is when I began using desmopressin still ongoing, this is how I know it's been tampered with. (B)(6) 2023 is when I needed wound care also my catheters seem disturbed, from (B)(6) in (B)(6) all this are one and the same people who found ways to benefit from the sick! Fraud, told to dhhs-ig and it's civil rights by me. Ref report: mw5159241.